Event description:
Patient tried to test on the meter and meter kept saying "insert strip and redo check'. Note: meter had been giving these messages for the past three days. Patient was unable to obtain a blood glucose reading. Patient for the first time had symptoms of low bg where their body was cold and they were not making any sense when talking. Family member called the paramedics. When paramedics arrived, they tested patient and obtained a 40mg/dl on emt's meter. They gave patient tubes of sugar and then juice with sugar. They took the patient to the ER, where they gave them a bag of IV, sandwich and more juice. They were in the ER for three hrs. Piror of leaving the ER their sugar was 214mg/dl. Lifescan rep was able to resolve the issue with the insert strip; however, with the redo check message, patient did not have a check strip. Lifescan rep sent patient a replacement check strip.